Event description:
A doctor stated that a facility reported 6 patients experienced toxic anterior segment syndrome (tass). This report is for one of these six patients and filed as manufacturer report number 3002037047-2006-00054. The other manufacturer report numbers are: 3002037047-2006-00051, 3002037047-2006-00052, 3002037047-2006-00053, 3002037047-2006-00055 and 3002037047-2006-00056. Additional information was requested regarding the user facility contact information, patient identifiers and patient outcomes. Additional information was received regarding product lot numbers used. No other information received.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Retention sample was tested and found to meet release specifications. Batch record review indicated all chemical, toxicological and microbiological testing was normal and there were no remarks related to compounding, filling or sterilization of the lot.